Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response and button error alarms due to moisture damage noted on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was not performed. The device was returned for analysis.